Event description:
A caller reported a malfunction on their pump, with malfunction code "malf 13" and fault ID "13-0x2142" provided. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.